Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID l-evolutfx-2329 (lot: 0012024666); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012024672); product type: 0195-heart valves; implant date n/a; explant date n/a product ID 20 mm true balloon (lot: unknown); product type: valvuloplasty balloon; product ID boston scientific safari guidewire (lot: unknown); product type: guidewire; select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant dilatation was per formed with a 20 mm non-medtronic (true) balloon. A non-medtronic (lunderquist) guidewire was used for the procedure. During implant, the valve was recaptured five times for repositioning due to extreme angles causing parallax. The valve was successfully implanted on the sixth deployment attempt. Following deployment, the patient became hypotensive. A new junctional rhythm developed of complete heart block (chb) and the heart rate was reported to be approximately 50 beats per minute (bpm). A temporary pacing wire was inserted to support pressures while the patient recovered. Blood pressure improved with the pacing. No post-implant balloon aortic valvuloplasty (bav) was performed. An echocardiogram showed no gradient, effusion or regurgitation; therefore, the physicians had no concerns regarding issues with the valve or delivery catheter system (dcs). The patient anatomy had a horizontal aorta, bicuspid aortic valve, pre-existing calcification and plaque/thrombus. No additional adverse patient effects were reported.